Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter continued to display the settings when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the early evening of (B)(6) (year not specified). The cca was advised the patient manages her diabetes with humalin insulin (7 units) and lantus insulin (25 units) twice a day. The patient stated she continued to take her usual dose of medications. About 12 hours after the start of the alleged issue, the patient claimed she felt symptoms of excessive thirst, tired and "crabby." The patient stated she took her insulin as treatment. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter and walked through a test to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.